Event description:
Pt rec'd hemodialysis treatment. After returned to pt care unit, pt's condition worsened and pt had to be transferred to ICU. Workup of pt found that the pt's hgb had dropped from 11.0 to 4.4.